Event description:
A malfunction was reported on a pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support provided instructions to reset the pump, assisted with the process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the customer acknowledged and understood.